Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was confirmed due because the patient reported disconnecting during therapy; therefore, the root cause was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter great britain regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during fill 6. The home patient (hp) stated they disconnected prior to the alarm and reconnected. The technical service representative (tsr) explained the alarms and assisted the hp with troubleshooting and advised them to start over with new supplies. The tsr advised the hp to inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.